Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken instrument. It was reported the tip broke off a reduction screw inserter. When the tech was loading a screw he discovered that it had "wobble" in it, after the driver was screwed down and locked. They unloaded the screw and discovered that the tip was broken off of the inserter. It was confirmed that just the tip was removed out of the screw not the whole screw.

Manufacturer narrative:
There was no patient/user injury or adverse event associated with this report. The returned device was examined. The tip was found fractured off the device; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the event is unknown.